Event description:
It was reported through the research article ¿angiotensin ii and neprilysin inhibition is associated with reduced risk of gastrointestinal bleeding in patients with left ventricular assist devices: a time dependent effect¿ that heart mate 3 is related to gi bleeding. This was a retrospective study which evaluated 44 hm3 patients implanted between may 2006 and august 2020. Patients were classified by gi bleed group and non-gi bleed group. There were 22 (40%) patients in the gi bleed group.

Manufacturer narrative:
Specific patient information was not provided. Date of event has been entered as the same as published date since date of data collection was not provided. Device serial numbers were not provided. Article title: angiotensin ii and neprilysin inhibition is associated with reduced risk of gastrointestinal bleeding in patients with left ventricular assist devices: a time dependent effect. J ballout, et al. Heart failure and cardiomyopathies: mechanical support and cardiac transplantation, university of kentucky, kentucky. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: the pump remains in use supporting the patients. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.